Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient(pt) said they were calling for assistance to use their equipment to increase stim because their urologist suggested they do an increase because they had a urinary tract infection again on september 10th and they are taking some other medicine: cipro and methenamine in cooperation with their healthcare provider (hcp) because they've not been able to shake this uti. Reviewed some general device information. During the call patient was successful to synch with their implant and increase stim to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Pt said they got a device about 10 years ago for incontinence and it helped tremendously.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.